Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on both the right atrial (ra) and right ventricular (rv) lead channels. Technical services (ts) provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.